Event description:
The customer reported that the gcx instrument roll stand mounting system has broken. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer has reported that gcx instrument roll stand mounting system has broken. No pt harm was reported. The customer was of the opinion that this must be a design fault of the clamping block (front and rear halves). No pt or staff was injured when the 3 brackets broke. Philips is reporting this failure because the initial report indicates that one avalon cts may have fallen. If an avalon cts falls unexpectedly and hits a pt, this could result in a serious injury. Damage to the mounting apparatus is not sufficient to conclude that there was any malfunction or design problem. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.